Manufacturer narrative:
E1 initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of an express sd balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a complete separation at 89cm proximal of the tip. The proximal end of the device was missing. There was contrast and blood in the inflation. The balloon was tightly folded. Microscopic inspection confirmed crimps were present. There were two unknown guidewires present with the device. The stent was stuck on the end of one of the unknown guidewires. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that stent dislodgement occurred, removal difficulties were encountered and patient had surgery. The 75% stenosed, 10-15mm target lesion was located in the moderately tortuous and severely calcified superior mesenteric artery (sma) that was 5mm in diameter. A 5.0mmx19mmx150cm express sd stent was advanced for treatment. However, the device had difficulty advancing due to the calcification and the stent was dislodged. It remained on the wire and was pulled together with the guide catheter to the puncture site, but could not be pulled from the body. The physician surgically removed the device and there were no patient complications.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent dislodgement occurred, removal difficulties were encountered and patient had surgery. The 75% stenosed, 10-15mm target lesion was located in the moderately tortuous and severely calcified superior mesenteric artery (sma) that was 5mm in diameter. A 5.0mmx19mmx150cm express sd stent was advanced for treatment. However, the device had difficulty advancing due to the calcification and the stent was dislodged. It remained on the wire and was pulled together with the guide catheter to the puncture site, but could not be pulled from the body. The physician surgically removed the device and there were no patient complications.